Event description:
The international dist reported the ventilator shut down while in use on a pt. The customer reported the ventilator did not alarm, and there was no pt harm. The dist svc mgr reported the ventilator's battery charging led was always lit even with the backup battery disconnected. Svc testing results reported the charging voltage was zero. The svc mgr reported the ventilator diagnostic codes indicated a 24/12 volt power failure. The svc mgr determined the power supply required replacement to correct the reported problem. After power supply replacement, the svc mgr reported the ventilator was operating to spec.

Manufacturer narrative:
Na